Event description:
It was reported that there was oversensing, noise, and inappropriate shocks. Further information received reported that the lead was capped due to a possible lead fracture. No patient complications were reported as a result of this event.